Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip broke off and "moved into the needle line". There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We were unable to fully investigate this incident, therefore a root cause could not be determined.

Event description:
It was reported that the bd syringe luer-lok tip broke off and "moved into the needle line". There was no report of exposure, injury, or medical intervention.